Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years eleven months of post deployment, a computed tomography (CT) abdomen and pelvis without intravenous nor oral contrast showed that the superior extent of inferior vena cava filter was at l1-l2 disc space and inferior extent at l2-l3 disc space. A total of 6 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 5 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, gastrointestinal bleeding and contraindication for further anticoagulation therapy. Approximately three years and eleven months post filter deployment, a computed tomography (CT) abdomen and pelvis without intravenous nor oral contrast revealed that the prongs had perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.